Event description:
The home pt's nurse called to report a home pt having 2 minicaps falling off their transfer set after having their transfer set changed. Companion samples of the minicap are available, along with the used transfer set. No further information is available at this time. No pt injury or medical intervention was associated with this incident.